Manufacturer narrative:
(B)(4). Medical product: persona fixed bearing articular surface, catalog #: 42511000412, lot #: 62715738; nexgen tibial stem, catalog #: 00595006745, lot #: 62275444; unknown femoral component, catalog #: unknown, lot #: unknown; unknown patella component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02871; 0001822565-2018-02872; 0001822565-2018-02873; 0001822565-2018-02874; 0001822565-2018-02875. Medwatch#: mw5076386. Remains implanted.

Event description:
It was reported that the patient is suffering from pain and instability, causing the patient to fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported implants were reviewed for compatibility. The stem extension is not compatible rest of the known implants. Mismatching implants may result in poor surface contact and could produce pain, decrease wear resistance, produce instability of the implant, or otherwise reduce the service life of the implant. However, a specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: date of event was previously reported as (B)(6)2015 and should be unknown date in 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.